Event description:
It was reported that there was particulate matter in the sponge of a minicap. The reporter described the particulate matter as ¿shiny stuff.¿ this was noted before patient use. There was no patient involvement. No additional information is available. This is report 7 of 10.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device received internal and external visual inspection; no particulate matter was identified. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.